Event description:
It was reported that prior to use it was noticed that the stopper was deformed with a bd syringe 3ml ll w/ndl eclipse 22x1 rb. The following information was provided by the initial reporter: distorted stopper.

Manufacturer narrative:
Investigation summary: 2 photos were received for investigation and unable to observe distorted stopper from the photos. Unable to observe distorted stopper from the received photos. Actual sample was not returned for evaluation. Root cause could not be determined. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch.

Manufacturer narrative:
PMA / 510(k)#: k980987(syringe); k161170 (needle). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was noticed that the stopper was deformed with a bd syringe 3ml ll w/ndl eclipse 22x1 rb. The following information was provided by the initial reporter: distorted stopper.